Event description:
It was reported that the lead threshold was increasing. It was also reported that when the lead is in unipolar there is no capture and a decrease in impedance was noted. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.